Event description:
Customer reported pt entered an asystole event for approx 9 secs then corrected. No asystole alarm was reportedly noted on cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.